Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code? What is the lot number? Was the sterility of the product found to be compromised? Are there pictures of the damaged packaging available?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. When it was time to use the device, it was found that the seal of the package of the device hadn't been intact, before the package was opened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.